Event description:
It was reported that the patient had an infection. The patient had their occipital implant explanted a couple of weeks prior to the report because of the infection. The explant was around the end of december or the beginning of (B)(6). The patient had great therapy prior to the explant and they were planning to re-implant in about 6 months. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).